Event description:
The proglide device was returned to abbott vascular. Follow-up contact with the site indicates the cath lab staff does not remember any specific information of the incident. Reportedly, during unspecified arteriotomy closure, an unspecified malfunction may have occurred; hemostasis was achieved, probably using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It was not specified who performed the arteriotomy closure, but it is reported that all users of the proglide device are trained. The site could not remember any specific information for the incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, hospital staff and physician does not remember the exact date of occurrence (reported as: sometime in (B)(6)). Evaluation summary: the device was returned for evaluation. The event of a device failure was confirmed. The device analysis observed that the posterior link pulled from the posterior cuff. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.